Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: were the cases discussed in this article previously reported to ethicon? If yes, please provide complaint reference numbers. Can you please provide the brand name of the product(s) used? What are the product code and lot number of the device(s) used? Does the surgeon believe that ethicon products involved caused and/or contributed to. The adverse events described in the article? If yes, please provide event details for each patient including: initial procedure date: procedure name: was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Event date: specific medical/surgical intervention: quantity of blood loss? Patient weight? Was medical or surgical intervention performed? If yes, please describe. Ethicon product involved: could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Product code and lot number: patient pre-existing conditions/other relevant patient history/concomitant medications: no additional information can be provided. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Component code: (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation cite: not reported.

Event description:
Title: the preliminary study on porcine fibrin sealant used in closing the mesocolon hiatus after colorectal resection. The objectives of this study is to evaluate the clinical effect of porcine fibrin sealant used in closing the mesocolon hiatus after colorectal resection. Total of 120 cases of sigmoid colon and rectal cancer treated from (B)(6) 2018 to (B)(6) 2020. Age between 18 to 70 years old. Patients were divided into experimental group and control group. In the control group used silk suture ((B)(4)) and linear cutter stapler (ethicon). Reported complications included intestinal obstruction, abdominal bleeding, anastomotic leakage, anastomotic bleeding, anastomotic stenosis, infection, lower extremity venous thrombosis. In conclusion closing the mesocolon hiatus after colorectal resection with porcine fibrin sealant is easy and safe.